Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("sever lower abdominal pain/constant cramp since the procedure"), genital haemorrhage ("abnormal heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alcohol use, gravida ii, parity 2, c-section in 2012, explorative laparotomy (at the age of 17), cat scratch disease, appendectomy and tonsillectomy. Concurrent conditions included cesarean section (breach pregnancy) since 2012. Family history included diabetes mellitus, hypertension and hypocholesteremia. Concomitant products included eugynon (alesse birth control) since 2008 for contraception as well as biotin, clindamycin hydrochloride (losertrin), fluoxetine hydrochloride (fluoxetin) since (B)(6) 2017, lorazepam since (B)(6) 2017, multivitamin since 2008 and tocopherol (vitamin e). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pain,chronic pelvic pain"). In (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), menorrhagia ("prolonged menses/menorrhagia/heavy periods"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced ovarian cyst ("cyst in right ovary"). In (B)(6) 2014, the patient experienced depression ("severe depression/psychological or psychiatric problems condition: depression,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection") with vaginal discharge, anxiety ("psychological or psychiatric problems condition: anxiety"), pain in extremity ("when I wake up in the mornings I have bone crushing pain in the top of my feet"), stress ("stress"), hormone level abnormal ("just hormones getting back"), weight decreased ("lost 20 pounds"), feeling abnormal ("I feel worse now/I have not felt right since the procedure"), somnolence ("being sleepy") and flatulence ("few gas cramps"). The patient was treated with surgery (full hysterectomy w/ bilateral salpinectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, migraine, depression, alopecia, vaginal infection, procedural pain and hormone level abnormal was resolving, the uterine haemorrhage, pain in extremity, stress, weight decreased, feeling abnormal, somnolence and flatulence outcome was unknown and the vaginal haemorrhage, anxiety, pelvic pain and ovarian cyst had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, feeling abnormal, flatulence, genital haemorrhage, hormone level abnormal, menorrhagia, migraine, ovarian cyst, pain in extremity, pelvic pain, procedural pain, somnolence, stress, vaginal haemorrhage, vaginal infection and weight decreased to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion; on (B)(6) 2013: total bilateral occlusion ultrasound scan - on (B)(6) 2014: uterus is normal size and shape the hsg test had in may was extremely painful. She had an ultrasound, coils were noticeable, but not enough to see if they have shifted. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage concerning the injuries reported in this case, the following ones were reported via social media: stress, bone crushing pain, feeling abnormal, few gas cramps, lost 20 pounds, being sleepy, hormones getting back. Most recent follow-up information incorporated above includes: on (B)(6) -2018: social media post received. Events added: stress, bone crushing pain, feeling abnormal, few gas cramps, lost 20 pounds, being sleepy, hormones getting back. Outcome of event hormones getting back updated to recovering/resolving. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("sever lower abdominal pain"), genital haemorrhage ("abnormal heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 36-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alcohol use, gravida ii, parity 2, c-section in 2012, explorative laparotomy (at the age of 17), cat scratch disease, appendectomy and tonsillectomy. Concurrent conditions included pelvic pain female. Family history included diabetes mellitus, hypertension and hypocholesteremia. Concomitant products included clindamycin hydrochloride (losertrin). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year 3 months after insertion of essure, the patient experienced procedural pain ("painful post-operative recovery"). In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("dyspareunia"), migraine ("migraines"), depression ("severe depression"), alopecia ("hair loss") and vaginal infection ("infection") with vaginal discharge. The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, migraine, depression, alopecia, vaginal infection and procedural pain was resolving and the uterine haemorrhage outcome was unknown. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, procedural pain and vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes. Ultrasound scan - on (B)(6) 2014: uterus is normal size and shape. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical records received. Medically confirmed case. Reporter information was added. Patient demographics and relevant history was added. Per mr, event abnormal uterine bleeding was added incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("sever lower abdominal pain"), genital haemorrhage ("abnormal heavy bleeding") and uterine haemorrhage ("abnormal uterine bleeding") in a 35-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included alcohol use, gravida ii, parity 2, c-section in 2012, explorative laparotomy (at the age of 17), cat scratch disease, appendectomy and tonsillectomy. Concurrent conditions included cesarean section (breach pregnancy) since 2012. Family history included diabetes mellitus, hypertension and hypocholesteremia. Concomitant products included eugynon (alesse birth control) since 2008 for contraception as well as biotin, clindamycin hydrochloride (losertrin), fluoxetine hydrochloride (fluoxetin) since (B)(6) 2017, lorazepam since (B)(6) 2017, multivitamin since 2008 and tocopherol (vitamin e). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced pelvic pain ("pain,chronic pelvic pain"). In (B)(6) 2013, the patient experienced migraine ("migraines/migraines / headaches"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/dysmenorrhea (cramping),"), menorrhagia ("prolonged menses/menorrhagia"), alopecia ("hair loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia/dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). In 2014, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced ovarian cyst ("cyst in right ovary"). In (B)(6) 2014, the patient experienced depression ("severe depression/psychological or psychiatric problems condition: depression,"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal infection ("infection") with vaginal discharge and anxiety ("psychological or psychiatric problems condition: anxiety"). The patient was treated with surgery (full hysterectomy w/ bilateral salpinectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, migraine, depression, alopecia, vaginal infection and procedural pain was resolving, the uterine haemorrhage outcome was unknown and the vaginal haemorrhage, anxiety, pelvic pain and ovarian cyst had resolved. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain lower, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, ovarian cyst, pelvic pain, procedural pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Ultrasound scan - on (B)(6). 2014: uterus is normal size and shape . Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: uterine haemorrhage. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and mr, new reporter, patient demographic information, lab data updated, patient relevant information ,essure indication permanent birth control by bilateral occlusion of the fallopian tubes updated, concomitant product, new events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, pain chronic pelvic pain and other injury(ies) or complication (s) please describe: cyst in right ovary were added.the events depression , migraines / headaches , dysmenorrhea (cramping) and dyspareunia (painful sexual intercourse) were clubbed previous event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("sever lower abdominal pain") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("severe menstrual pain"), menorrhagia ("prolonged menses"), dyspareunia ("dyspareunia"), migraine ("migraines"), depression ("severe depression"), alopecia ("hair loss") and vaginal infection ("infection") with vaginal discharge. The patient was treated with surgery (underwent a total hysterectomy and bilateral salpingectomy to remove essure). Essure was removed on (B)(6) 2014. On (B)(6) 2014, the patient experienced procedural pain ("painful post-operative recovery"). At the time of the report, the abdominal pain lower, genital haemorrhage, dysmenorrhoea, menorrhagia, dyspareunia, migraine, depression, alopecia, vaginal infection and procedural pain was resolving. The reporter considered abdominal pain lower, alopecia, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, procedural pain and vaginal infection to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: confirming full occlusion of fallopian tubes. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.